Event description:
(B)(6) y/o male was taken to or for laproscopic cholecystectomy. While the surgeon was using the ranfac suture grasper, a piece of white material came off the grasper and landed in the pt's abdomen. Surgeon was able to retrieve it. Instrument was taken from the surgical field and sequestered.